Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two (2) devices were received for evaluation; 2 events were duplicated during testing. One (1) device was found to be affected by internal corrosion and debris. One (1) device was found to be affected by compromised lubrication. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device had reportedly overheated. There was no patient involvement; no patient impact.